Event description:
It was reported that the button "2" on the unlock screen is becoming unresponsive. Reportedly, the customer has to press the button multiple times for it to respond. There was no impact to customer's blood glucose level.